Event description:
Patient's one touch ultra meter was reported to keep giving the apply sample message. This issue was not resolved with troubleshooting. New test strips were used from a different vial, but still the issue persisted. There was no medical intervention or treatment given to the pt due to this issue. The meter was replaced for the pt. No further clinical info was provided.